Manufacturer narrative:
An abandoned procedure was reported to abbott. It was reported a portion of the lead could not be removed during a lead revision procedure and is still in the epidural space. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
Related manufacturer reference number: 1627487-2021-16839. It was reported a portion of the lead could not be removed on (B)(6) 2021 and is still in the epidural space. An additional lead was implanted. Note: all of the patient's leads are being reported because it is unknown which lead is liable.